Event description:
It was reported that the device was used for patient infusion of tpn. Reporter stated that the scheduled infusion ended sooner than expected (before programmed infusion end). No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation summary: cadd extension set was returned for analysis. Visual inspection of the extension set found no discrepancies. Functional testing included accuracy testing. The sample successfully passed the tests. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. Root cause could not be identified.